Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced leakage issue with the infusion set in the morning of (B)(6) 2026 as the patient noticed that shirt was wet due to leakage from the cannula. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.